Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), enterocolitis infectious ("bowel infection - appendix removed and part of the bowel from infection of the essure coil"), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (laparoscopic hysterectomy and device removal - removal appendix and part of the bowel). Essure was removed in (B)(6) 2018. The reporter considered abnormal uterine bleeding, enterocolitis infectious, injury, pelvic pain and sexual dysfunction to be related to essure administration. The reporter commented: two removal dates reported: (B)(6) 2016 and (B)(6) 2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), enterocolitis infectious ("bowel infection - appendix removed and part of the bowel from infection of the essure coil") and device dislocation ("bowel infection - appendix removed and part of the bowel from infection of the essure coil") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), enterocolitis infectious (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). Essure was removed in (B)(6) 2018. The patient was treated with surgery (laparoscopic hysterectomy and device removal - removal appendix and part of the bowel). The reporter considered abnormal uterine bleeding, device dislocation, enterocolitis infectious, injury, pelvic pain and sexual dysfunction to be related to essure administration. The reporter commented: two removal dates reported: (B)(6) 2016 and (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.